Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion at low flow rates and appeared to under infuse the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.